Event description:
It was reported that the patient experienced fatigue and presented to the hospital. Attempts to interrogate the pulse generator were unsuccessful. Review of the device image revealed premature battery depletion. The pulse generator as explanted and replaced on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).